Manufacturer narrative:
One pump was returned for analysis in used condition. Visual inspection of the pump showed that the pump was in good physical condition. Review of the pump event log had no related findings. Functional testing included use testing. The pump was powered on and exhibited an error code. It was found that there was a high current draw from the motor. The motor was replaced. Based on the evidence, the complaint was confirmed. The root cause was attributed to the pump motor.

Event description:
Information was received indicating that this ambulatory infusion pump exhibited an error code. It was not specified whether or not this occurred during infusion or interrupted therapy. No adverse effects were reported.